Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI for the magna pure 24 instrument is (B)(4), and the instrument is 501k exempt.

Event description:
During investigation of a new protocol, an external collaborator identified cross-contamination of samples when running the existing pathogen200 protocol on the magna pure 24 system, when using the rack-based purification run. The customer is utilizing stool samples containing high titer norovirus and rotavirus, and known negative samples are generating cp values. No harm or injury occurred. Results generated have not been used for diagnostic purposes.

Manufacturer narrative:
During investigation of a new protocol, an external collaborator identified cross-contamination of samples when running the existing pathogen200 protocol on the magna pure 24 system. The internal investigation has confirmed the issue for the launched pathogen200 and pathogen1000 protocols. The cross-contamination of samples during pathogen nucleic acid extraction can create false positive or over-quantified results. False positive or over-quantified results may result in exposure to unnecessary medication side effects or medical procedures that have a remote probability of creating adverse health consequences. Customers were informed of this situation and potential safety risks. Additionally, updated pathogen200 and pathogen1000 protocols will be available within the next 2-3 months. CAPA was initiated and corrective and preventive actions will be implemented as appropriate. (B)(4).